Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed white blisters on right side of face with thermage treatment. The energy level used during treatment was 2.5-3.0. Additional information has been requested but has not been received.

Manufacturer narrative:
The treatment tip and patient datacard were returned to solta for evaluation. An evaluation of the returned treatment tip indicated membrane damage to the treatment tip. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. It is unknown how and where tear in the membrane occurred. Based on the available information, tip membrane damage of the tip most likely contributed to this event. Solta medical has confirmed a low incidence of first- and second-degree patient burns associated with damage of the treatment tips which contacts the patient during the thermage cpt procedure. Damage to the tip can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a membrane damage, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.